Event description:
During an ercp procedure, the physician used a wilson-cook web ii memory double lumen extraction basket. During system preparation, the basket extended from the outer sheath as expected. The extraction basket was advanced through the endoscope. When extension of the basket was attempted, resistance was encountered. The user applied pressure to the handle assembly. At this time, the inner drive wire punctured the outer sheath near the proximal end of the device. The user's hand was not injured. The patient dide not experience an adverse event due to this occurrence.